Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results generated from alinity c processing module for several patients. The results provided were: sid: (B)(6). Co2 initial= 29 mmol/l /repeated= 21 mmol/l /repeated original specimen on alinity c2=23 mmol/l. Potassium initial= 7.6 mmol/l (critical high) /repeated=4.2 mmol/l /repeated original specimen on alinity c2=4.4 mmol/l sid: (B)(6). Co2 initial= 32 mmol/l /repeated= 20 mmol/l which matched with patient history sid: (B)(6). Co2 initial=58 mmol/l (critical high) /repeated= 24 mmol/l. Sodium initial=193 mmol/l /repeated=141 mmol/l sid: (B)(6). Calcium initial=17.4 mg/dl (critical high) /repeated=9.6 mg/dl. Total bilirubin2 initial=0.9 mg/dl /repeated=0.4 mg/dl. There was no reported impact to patient management.

Event description:
The customer observed discrepant results generated from alinity c processing module for several patients. The results provided were: sid (B)(6) co2 initial= 29 mmol/l /repeated= 21 mmol/l /repeated original specimen on alinity c2=23 mmol/l potassium initial= 7.6 mmol/l (critical high) /repeated=4.2 mmol/l /repeated original specimen on alinity c2=4.4 mmol/l. Sid (B)(6) co2 initial= 32 mmol/l /repeated= 20 mmol/l which matched with patient history. Sid (B)(6) co2 initial=58 mmol/l (critical high) /repeated= 24 mmol/l sodium initial=193 mmol/l /repeated=141 mmol/l. Sid (B)(6) calcium initial=17.4 mg/dl (critical high) /repeated=9.6 mg/dl total bilirubin2 initial=0.9 mg/dl /repeated=0.4 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and replaced the alnty c reagent probe (04s49-01) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data associated with the alnty c reagent probe (04s49-01) did not identify an increase in complaint activity. A review of this data did not identify increased complaint activity for the alinity c processing module or the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement the alinity c -series reagent probe (04s49-01). Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) or the alnty c-series reagent probe.